Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no steps have been taken yet and the issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and patient, regarding patient's implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syn and spinal pain. It was reported that patient's battery is dead. MRI guidelines were reviewed. The event date was unknown. Later, patient reported that patient met with a manufacturer's representative almost 2 years ago, who confirmed ins was at end of service (eos). On (B)(6) 2012, hcp reported that patient was last seen in the office on (B)(6) 2012 and no device/therapy issues were reported at that time. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the caller was seeing the ¿poor communication¿ screen on their patient programmer and were unable to communicate with their ins recharger (insr). It was unknown when the patient last felt stimulation and their last successful charge session was two months ago. It was noted that the reason for not charging was due to ¿patient education.¿ the patient was redirected to contact their healthcare professional to address the possible overdischarge. Additional information was received from a consumer. It was reported the antenna and stimulation could not communicate. The patient met a manufacturer representative at an approved location. The patient stated their stimulation was at end of service (eos). No symptoms or further complications were reported.